Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated they generated a false positive architect bhcg result for a diluted specimen. The specimen tested architect bhcg negative neat, but 9603 miu/ml on the automatic 1:15 dilution. The specimen was repeated and again generated a architect bhcg negative neat result, but <7000 miu/ml diluted. The specimen tested bhcg negative by another method. The account stated they always run both neat and diluted specimen at the same time to get a fast result. The false positive diluted architect bhcg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. As the patient sample in question was not available to perform additional testing, it was not possible to confirm the account's observation directly. To perform this investigation, a review of the manufacturing, testing and release data of this lot was performed and demonstrated that all specifications were met and did not reveal any events or issues that could impact the performance of lot number 52917jn00. Furthermore, a testing protocol was executed to examine the performance of the architect total b-hcg reagent kit in use in the account facility at the time of the complaint (lot number 52917jn00) with two other approved lots of architect total b-hcg (lot 54914jn00 and lot 55937jn00). All reagent lots tested performed equivalently. The investigation examined the performance of architect total b-hcg reagent lot number 52917jn00 using 35 patient samples in total. These patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance: the occurrence of false positives; the occurrence of false negatives; and the effectiveness of the 1:15 dilution protocol. From the observed results it is evident that the sample dilution protocol (1:15) is performing well for samples with concentrations greater than the dynamic range of the assay (15,000miu/ml). No false negative results were observed. Additionally, a selection of five negative patient samples with an expected total b-hcg concentration of less than 5.00 miu/ml were tested using all three architect total b-hcg reagent lots. No false positive results were observed. Based on this investigation and a review of the information available, the investigation team was unable to confirm the account's observation and conclude that the architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is a final report.